Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, the fan did not function. By design when battery charging circuitry detects high temperatures, it will stop charging the batteries as a safety precaution. The fan was replaced and the unit functioned as designed.

Event description:
It was reported that the radical-7 touch screen is not charging and the root shuts off periodically. No known impact or consequence to patient.